Event description:
It was reported, "the patient had a gamma 3 titanium nail implanted in 2006, and it fractured requiring revision in 2007."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional becomes available, a supplemental report will be issued.